Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 387445, lot# va07rnd, product type: screening device. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported two electrode resistance's were too high, so the electrodes were replaced. It was indicated there was more than 50% symptom reduction. It was unknown what troubleshooting had been performed and the cause was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: an applicable component has the updated device information below: product ID: 3389s-40, lot#: va07rcr, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a representative reported the high resistance had resolved upon replacement. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va07rnb, product type: lead. Note: this lead replaces the previously reported serial numbered lead (B)(4). Clarification was received stating (B)(4) to be the correct lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information and clarification was provided.